Event description:
It was reported that at a regular follow up clinic appointment the interrogation of the lead showed increased impedance from 600 ohms to 900-1000 ohms. In addition it was reported that there was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance daily pacing lead impedance trend data shows varying impedance for rv pace = 464 to 888 ohms range between (B)(6) 2011 and (B)(6) 2011. Sensing - interference/noise ventricular short interval count v-sic=17.6 counts avg/day, in 19.86 days, between (B)(6) 2011 13:00:07 and (B)(6)-2011 09:35:13.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was also noted that the right ventricular (rv) lead was fractured. No further patient complications have been reported as a result of this event.